Manufacturer narrative:
Correction: additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a 4.8mm single use loading unit (sulu). The instrument and the representative sulu were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire. The device was put away and it was presumed that another device was opened to complete the case. Patient status was asked but is unknown.